Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during implant upon connection of a competitor right ventricular (rv) lead, this device was observed to provide four pace pulses and then therapy ceased. The physician disconnected the lead and checked its position as well as electrical measurements via pacing system analyzer (psa) and values were stable. The lead was then reinserted into the device and again there was no pacing observed. The physician then elected to remove the pacemaker and complete the procedure with a competitor device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions; the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No device characteristics were identified that would have caused or contributed to the reported clinical observations.

Event description:
--